Event description:
It was reported that an implantable neurostimulator (ins) had a loss of therapeutic effect, and then when stimulation was increased, caused pain and an overstimulation sensation. It was reported that there was no known accident or incident related to this complaint. It was reported that after increasing stimulation, there was a loss of therapeutic effect, resulting in frequent urination. There was "a possibility the ins was turned off when adjusted (increased) in july." It was reported that patient "has memory issues," and is "concerned he won't remember how to adjust the ins in the future." It was reported that later, when the ins was turned on, the programmer was "shooting pain into me." The symptoms were in the perineum. It was reported that after adjusting ins programming, there was continued frequency in urination. It was reported that a higher voltage adjustment gave efficacy, but was uncomfortable. The patient changed programs and put stimulation at a comfortable level, and was planning on an appointment with his hcp. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. The patient did not remember when the device stopped helping. It was stated that the device went "haywire". It was reported that the patient had been changing the settings over time recently and that his device had not been helping with his symptoms. The patient did not feel stimulation. It was stated that the patient was going to try a new group setting to see if that helped with his urinary symptoms. Approximately two weeks later it was reported that the patient no longer had concerns with their device or therapy. It was also stated that the patient received assistance from their doctor or medtronic representative and their concerns were resolved. It was reported that the patient "kept updating his stimulation when his frequency was too often". No further information was provided.

Manufacturer narrative:
Product ID 3889-28, lot # v639997, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).